Event description:
It has been reported that there was problem with geometry module. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time. A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. A philips remote service engineer connected with the customer and identified the issue remotely. The engineer confirmed that it was not possible to move the lateral stand to the work position without errors, however the customer could still move the stand manually. Analysis of the log files confirmed ui module errors and that the cause of the issue was a defective button. A replacement part was sent to the customer. It is advised in the instructions for use to perform a system verification test to ensure that the system is functional before use of any clinical procedure. In addition, in biplane systems, imaging can be performed from the frontal and lateral c-arms, if the lateral arm is unable to be used, imaging is still available on the frontal plane and the procedure can be completed in a controlled manner. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. Codes were updated based on the investigation outcome.